Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the rca, two resolute onyx des were implanted in the lad, one resolute onyx des was implanted in the 1st diagonal, and one resolute onyx des was implanted in the circumflex. Approximately 5 days later a dissection in proximal circumflex was noted. The event was treated with implantation of a resolute onyx des in the circumflex. The investigator reported that the event is not related to index device or antiplatelets medication. Safety assessed that event was not related to antiplatelet medication and possibly related to the device. Patient is recovered.

Manufacturer narrative:
Adverse event term was updated to dissection (grade a) in proximal circumflex. If information is provided in the future, a supplemental report will be issued.